Event description:
It was reported that the customer experienced a malfunction with their insulin pump, indicated by malfunction code 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, and the customer was instructed to switch to multiple daily injections as a backup therapy. The customer was guided on how to place the pump in storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.